Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd maxzero connector there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: we received a safety report this morning of a malfunctioning maxzero needleless connector in our good samaritan ed. The connector was attached to our IV extension set and the CT team attempted to flush the line. There was difficulty due to the needleless connector, which was exchanged for a ICU microclave clear. If you and the team could please go to the ed and CT departments at good samaritan hospital today/tomorrow?

Event description:
It was reported while using an unspecified bd maxzero connector there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: we received a safety report this morning of a malfunctioning maxzero needleless connector in our good samaritan ed. The connector was attached to our IV extension set and the CT team attempted to flush the line. There was difficulty due to the needleless connector, which was exchanged for a ICU microclave clear. If you and the team could please go to the ed and CT departments at good samaritan hospital today/tomorrow?

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that they were unable to flush the set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.